Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the infusion site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.